Event description:
Healthcare professional reports home pt (hp) was hospitalized for catheter replacement surgery after drainage difficulties were noted during treatments on the homechoice device. The pt went into cardiac arrest during catheter replacement surgery and expired. The death is unrelated to this incident.